Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the scroll bar is not moving with no input. The customer¿s blood glucose was 270 mg/dl. Customer stated the graph button is not working. Customer stated that numbers are not ramping on their own. The device will not be returned for the analysis.